Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and a short circuit was determined to be the cause of the reported issue. Components, designators cr43 and cr44 were found shorted along with some charring on the pcba material around cr44.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device's defibrillation capacitor would not charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.